Manufacturer narrative:
During deployment of the stent it was noted that the stent elongated and the attempt by the physician to move it forward resulted in incomplete coverage of the lesion requiring placement of an additional stent. The target lesion was a high grade chronic 80% stenosis of the common iliac artery. The lesion was pre-dilated original information noted that the physician felt that the stent had fractured during deployment, however, additional information received states that the physician noted the event was not a fracture but the stent did elongate to the point he needed to place another one to cover the stenosis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The original information received states that a smart 14x80 was reported to fracture upon deployment while crossing a stenosis in the iliac artery. The physician crossed the smart stent fracture with an ev3 protege stent and felt there were no negative outcomes to the patient. Additional information received states that the physician noted the event was not a fracture but the smart stent did elongate to the point he needed to place another one to cover the stenosis. The patient is a (B)(6) female. The target lesion was a high grade chronic 80% stenosis of the common iliac artery. The lesion was pre-dilated. When the physician went to deploy the stent in the lesion the stent elongated as he pulled it back. As the stent moved forward it then did not fully cover the lesion. Therefore the physician placed an ev3 protege stent to completely cover the lesion. There was reported injury to the patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
A smart 14x80 was reported to fracture upon deployment while crossing a stenosis in the iliac artery. The physician crossed the smart stent fracture with an ev3 protege stent and felt there was no negative outcomes to the patient.